Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a mobile power unit alarming when plugged in was confirmed via evaluation at the service depot. The mobile power unit (mpu) (B)(6) was returned to the service depot for analysis and the reported event was verified. The unit was powered on and a constant alarming tone was heard. The reported issue was isolated to the patient cable. The cable was replaced, and a functional check was performed and passed. Preventative maintenance was performed, and the cable was forwarded to ppe for further analysis. Further analysis of the returned cable confirmed the alarming. The patient cable was connected to a test mpu, and constant alarming was heard when powered on. The cable underwent insulation testing and did not pass. The issue was traced to the red wire (echo line). The cable layers were stripped, and the cable was submerged into a saline bath for high potential testing. The test revealed current leakage in the red and orange wire (15 vcc power line). Cuts were observed on both wires. A root cause for the reported event was determined to be due to the red wire shorting to shield causing a constant alarm tone; however, a root cause for the wire fatigue was unable to be determined through this analysis. The heartmate 3 patient handbook, rev. D, section 2 - ¿how your heart pump works¿ cautions the user to never twist, kink, or sharply bend the mobile power unit patient cable, as it may cause damage to the wires inside. Heartmate 3 instructions for use, rev. C, section 4 - ¿system monitor¿ and heartmate 3 patient handbook, rev. D, section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the patient came into the clinic their mobile power unit (mpu) alarmed as it was being plugged in. The batteries were replaced, but the alarm didn't resolve. A warranty replacement request for a new mpu was made.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed